Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, de novo, 90% stenosed, mid circumflex artery after predilatation with a 1.5 x 12 mm non-compliant balloon dilatation catheter (bdc) the 3.0 x 28 mm xience v stent was deployed, however a distal edge dissection was noted. It was noted that a 3.0 x 12 mm xience v stent was used to treat the dissection without reported patient sequela. There was no reported clinically significant delay during procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.